Manufacturer narrative:
During preventive maintenance, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 17 (max motor on time exceeded during active operation) and a user advisory (ua) 02 (compression tracking error) error messages. The drive train motor and the clutch plate were replaced to remedy the fault. Visual inspection was performed and found no physical damage to the autopulse platform. Following the service and repair, the platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to the 250-pound patient with good known test batteries for 30 minutes and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse platform with serial number (B)(4).

Event description:
During refurbishing, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 17 (max motor on time exceeded during active operation) and user advisory (ua) 02 (compression tracking error) error messages.